Event description:
It was reported that the implantable neurostimulator (ins) was replaced, but the reporter was not sure why. The reporter believed it to be an impedance issue. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the doctor was going to possibly replace the extension in the patient because of high impedances at times. X-rays showed that every device was still intact and there was no break in the extension. The doctor disconnected the lead from the extension and tested impedances using an external neurostimulator (ens). The doctor felt comfortable with the impedances and reconnected the extension to the lead. The doctor did not explant or implant anything during the procedure. The reporter had not heard how the patient was doing since the case.

Manufacturer narrative:
Concomitant products: product ID: 7436, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v149877, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 64002, lot# n401763, implanted: (B)(6) 2013, product type: adapter. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v161578, implanted: (B)(6) 2008, product type: lead. (B)(4).